Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v926977, implanted: 2012 (B)(6); product type lead product ID 3889-28, lot# v926977, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a broken lead. No further information was reported.